Event description:
When trying to use the syringe during operation, the plunger was broken down so there was a problem with injection with powder. The broken syringe was replaced by the new product.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed. The tip of the liquid syringe of hydroset and a part of the plunger are broken off and were not returned for investigation. The fracture surfaces show the appearance of forced ruptures indicating that the breakages were caused by overload situations. The investigation conducted is based on the test of the retained samples, the review of the batch manufacturing record (bmr). The device is manufactured in (B)(4). So the complaint information was forwarded to the manufacturing facility and the retain tests passed. No indications were found for any material or manufacturing related issues.

Event description:
When trying to use the syringe during opration, the plunger was broken down so there was a problem with injection with powder. The broken syringe was replaced by the new product.